Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the data on the lead showed that the patient had a unique heart rhythm which had a premature ventricular contraction (pvc) on every third beat. The pvc disappeared on the data as soon as ventricular fibrillation was detected using the combined count. There was also t-wave oversening. It was further reported that the lead delivered therapy. The lead remains in use. No further patient complications have been reported as a result of this event.